Event description:
It has been reported that the system became unavailable during a procedure. The error message of ¿x-ray disabled¿ was displayed. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and could not confirm the reported issue. Fse reviewed the system log file, and it showed that the system lost communication with the generator. Fse replaced the cube controls and performed adjustment on tube and beam long movement. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.